Event description:
It was reported that hours after a primary laparoscopic gastric bypass procedure (omega loop linear technique) the surgeon had to perform a re-laparoscopy to stop bleeding from staple lines during the night. All relevant staple lines were checked and over sewn for hemostasis. The condition of the patient immediately following the event was stable. No products will be returning since hemostasis was okay after the primary surgery; device and reloads were discarded. No more information at the moment.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.